Event description:
The complainant reported that a patient required to have an impella implanted as he was being weaned off the cardiopulmonary bypass (cpb). As the patient was being weaned off cpb, a suction problem was noted in impella which required the doctor to reposition the device and the flow increased. There was no harm to the patient as a result of this incident. Additionally, upon initiation of support, placement signal (ps) noted to be >30 mmhg difference in value of ps and arterial line. Patient was weaned off cpb onto impella support and difference remained. Corrected by performing adjustment to ps. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No complaint product was returned for investigation. Data logs reviewed: lt log showed placement signal issue when the case initiated, it was confirmed the site adjusted the placement signal (ps) at the beginning of the case. Many impella position unknown and suction alarms occurred. No evidence of biomaterial in the beginning of the case. The cause of the optical signal issue most likely was patient condition related. No other abnormalities in the signals showed. All pertinent information available to abiomed has been submitted at this time.